Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the displacement, error and self tests. However, the pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarms. The motor was tested outside of the device and it passed. The pump had a cracked case at the display window corners, cracked reservoir tube lip, and minor scratches on the lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis, and received a motor error alarm on her insulin pump. Her blood glucose was 202mg/dl at the time of reporting. She stated that the motor error occurs at the time of priming. She was advised to revert to her backup plan. The insulin pump is being returned. No additional information was reported.